Manufacturer narrative:
No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Additional information received indicates the incision site has healed.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-00225. It was reported the patient¿s lead incision site is not healing. Surgical intervention took place wherein one lead was explanted and replaced. Is unknown which lead was replaced as such both leads are being reported.